Event description:
Home patient reported feeling full, as if she had been overfilled, while using the homechoice cycler for "ccpd" therapy. Home patient stated "I'm not really sure what happened, it may be my own fault. I tried to bypass in the middle of the night, and didn't look at the instruction book or anything. I just started pressing buttons" home patient performed a manual drain with unknown ultrafiltrate. According to home patient, there was no pt injury or medical intervention.